Manufacturer narrative:
The investigation of the returned coil system found the implant coil stretched and broken at the proximal section, which is consistent with the alleged product issue. The proximal portion of the implant was not returned for evaluation. The stretched condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e. Stuck on previously implanted coils or the tip of the microcatheter). The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing forces that exceeded the tensile strength of the monofilament, causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken implant coil, but the damage is consistent with the device experiencing forces that exceeded its tensile strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h11.

Event description:
As reported, the implant stretched. After using other azur coils to embolize the aneurysm, this coil was positioned last. However, there was not enough space inside the aneurysm for the coil to be fully placed. Therefore, the decision was made to remove the coil. During manipulation, an assistant doctor reported that the manipulation felt suddenly lighter. The doctor manipulated the coil and realized on the monitor that the implant had not moved with the pusher. Therefore, only the pusher was removed from the patient first. Since the implant was within the microcatheter, the decision was made to advance the implant toward the tip of the microcatheter by infusing saline from the hub of the microcatheter. However, the physician realized that a thread-shaped filament was coming out of the hub of the microcatheter and that the implant had become stretched rather than detached. Saline was not infused, and a snare was used to withdraw the implant. The implant was then successfully retrieved. Since an angiography revealed that the aneurysm had been successfully embolized, the procedure was completed. There was no health hazard to the patient. The physician has requested an investigation into the condition of the retrieved coil. The case was successfully completed. The patient outcome was reported as "no health damage". Type of surgery being performed and treatment site: embolization of a gda aneurysm.

Manufacturer narrative:
The product reported in this report is an exported device not cleared or approved for marketing in the u. S. At the time of this reporting. The complaint is being reported based on this product meeting similar product criteria (similar to v-trak hydrosoft 3d, 510(k): k161367). The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.